Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The pump passed the functional testing. The settings on the pump were correct. It was stated that the customer had dialysis early today and discovered that the glucose and humulin r were used in the dialysis fluid. The customer indicated having severe reactions to the humulin r in the past and could not use it. The customer's bgs were purposely high at the time of call. The customer's dr wanted to keep the bgs up. The basal rates were lowered at the hosp.